Manufacturer narrative:
(B)(4). Multiple mdrs were submitted for this event. Please see reports: 0001825034-2017-10555, 0001825034-2017-10556, 0001825034-2017-10558, 0001825034-2017-10559, 0001825034-2017-10560. Concomitant medical products: acetabular cup, unknown part/lot. Femoral head, unknown part/lot. Acetabular liner, unknown part/lot. Unknown femoral stem, unknown part/lot. The 11-302102 arcos troch claw small 100 mm lot 085570. The 11-302142 arcos lateral troch bolt 42 mm lot 398520. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported that the patient underwent an incision and drainage approximately two years post-implantation due to subcutaneous abscess.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined that this device was not involved in the event. The initial report was submitted in error and should be voided.